Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 18-feb-2025. H6. Investigation codes: updated. Investigation summary: received for investigation a sealed package of product 4558pecn lot # 4413786. Visual evaluation of the sample showed a hair-like substance in the blister package near the plunger, thus complaint confirmation. As the package was sealed, it's most likely that the hair was introduced during manufacturing process. In-process, the product is manufactured with supplied components in a controlled, clean room environment. Production personnel are required to adhere to special gowning requirements including hair covers and beard guards. Although, it cannot be stated with confidence if the substance arrived with supplied components or originated from the production personnel or manufacturing surface. The routine in-process inspection for package contamination is visual inspection, therefore the escape is associated with human factor. DHR (device history record) review indicates that the lot under investigation met the established acceptance requirements. A quality alert was submitted to the production to heighten awareness towards this potential issue. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the nurse was preparing to draw arterial blood from the patient, she found a strand of hair in the arterial blood sampler. She immediately replaced the arterial blood sampler with a new one. There was no patient involvement, and no patient harm/adverse event reported.